Event description:
It was reported to boston scientific corporation that a spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2022. Computed tomography (CT) for simulation was performed and showed the gel that was misplaced into the peri-prostatic vessel. There were no patient complications as a result of this event. The patient condition was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Medical device problem code a1502 captures the reportable event of gel misplaced, vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported that a spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2022. Computed tomography (CT) for simulation was performed and showed the gel that was misplaced into the peri-prostatic vessel. There were no patient complications as a result of this event. The patient condition was reported to be stable. The device was not returned for analysis. Additional information: it was noted that the hydrogel was in the periprostatic vessels wrapping around the prostate in the veins and creeping up the iliac veins.

Manufacturer narrative:
Correction: b5 and h10 has been updated. The event was previously reported under the related number report issued in h10. D4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. H6: medical device problem code a1502 captures the reportable event of gel misplaced, vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. H10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.